Manufacturer narrative:
A dentist performed a standard procedure with a dental electrical handpiece when patient complained that the handpiece feels hot. Neither patient nor dentist or staff has been injured. During evaluation of the product, it was found that the shaft is worn and the head is dent. This causes the backcap button to stick in and as a result the head heats up.

Event description:
A dentist performed a standard procedure with a dental electrical handpiece when patient complained that the handpiece feels hot. Neither patient nor dentist or staff has been injured.